Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date, during routine inspection while restocking the instrument tray the consultant noticed that the screwdriver shaft would not release from the handle. It was released by using pliers to remove shaft. Multiple shafts tried all got stuck. It was determined that there is something wrong with the release mechanism on the handle. Patient and procedure involvement are unknown. Concomitant device reported: unk - screwdrivers: shaft (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device handle with mini quick coupling. This is report 1 of 1 for complaint (B)(4).

Event description:
It was noted, there was not patient or procedure involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 311.01, lot#: 6579099, release to warehouse date: january 28, 2011, manufactured by: synthes jennersville. No non-conformance reports (ncrs) were generated, during production. A service and repair evaluation was completed. The customer reported, that the handle with mini quick coupling, screwdriver shaft would not release from the handle. The repair technician reported, that the device failed to operate smoothly. Damaged component is the reason for repair. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.